Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b.5., h.6.

Event description:
Patient reported a previous seroma that had been treated several years ago has come back. A healthcare provider confirmed and reported "patient reports experiencing breast trauma following physical activity, specifically running a 5k which resulted in significant bouncing. The affected breast doubled in size within a few days. The patient describes the onset of symptoms as gradual, with the breast initially increasing in size by 25-50 percent over the first couple of days, and then progressively getting larger, albeit at a slower rate. Patient reports associated pain but denies any bruising or skin color changes. Currently I believe that the extremely large seroma of the left breast is associated with a possible left breast silicone implant with possible leak or rupture." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a previous seroma that had been treated several years ago has come back. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a previous seroma that had been treated several years ago has come back and also reported a left side capsular contracture baker grade unknown. A healthcare provider confirmed and reported "patient reports experiencing breast trauma following physical activity, specifically running a 5k which resulted in significant bouncing. Device has been explanted.

Event description:
Patient reported a previous seroma that had been treated several years ago has come back. A healthcare provider confirmed and reported "patient reports experiencing breast trauma following physical activity, specifically running a 5k which resulted in significant bouncing. The affected breast doubled in size within a few days. The patient describes the onset of symptoms as gradual, with the breast initially increasing in size by 25-50 percent over the first couple of days, and then progressively getting larger, albeit at a slower rate. Patient reports associated pain but denies any bruising or skin color changes. Currently I believe that the extremely large seroma of the left breast is associated with a possible left breast silicone implant with possible leak or rupture." This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - pain: unable to observe as it is not related to the manufacturing process. - rupture: observed, more than three openings assessed as surgical damage. - visibility/palpability: unable to observe as it is not related to the manufacturing process. - capsular contracture: unable to observe as it is not related to the manufacturing process. - seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, encapsulation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.